Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Upon 80-100% deployment of the 29-millimeter (mm) valve, the valve dislodged towards the patient's ventricle. Subsequently, the valve was abandoned and the dcs was withdrawn from the patient. A second 34 mm valve was then prepared and loaded into a new dcs. Ultimately, the attempted implant of the 34 mm valve was unsuccessful. During the procedure, a pericardial effusion was noted with a potential "flap" via echocardiogram. The patient was intubated and the procedure was aborted. A 4-hour procedural delay occurred due to the valve dislodge and pericardial effusion.

Manufacturer narrative:
Corrected: b3, h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.